Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reoccurs.